Event description:
No additional info.

Manufacturer narrative:
It was reported that there was a leak. One sample model 2420-0007 and possible lots 23065033, 23065163, 23065146, 23055471, 23055251, 23055222, 23055203, 23055182 were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed on the silicone segment just above the pump safety clamp. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, it is not possible to define a root cause, and according to customer words the set was uploaded to the pump when the condition reports appear. This led to us to not be able to confirm that the condition reported was generated in manufacturing process due this type of issue also may be generated due an improper load of the set. A DHR was reviewed for model 2420-0007, possible lots 23065033, 23065163, 23065146, 23055471, 23055251, 23055222, 23055203, 23055182.

Manufacturer narrative:
E1: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: description as reported : hole or crack in IV tubing - fluid found to be leaking in the soft part of the tubing underneath the safety clamp that's inserted into the pump. Reported event occurred while in use with a patient but caused no harm.